Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial lead exhibited noise which could be reproduced with pocket manipulation. The device was reprogrammed but the noise was still evident although somewhat less prevalent. The patient was asymptomatic and would be continue to be monitored.